Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel® dxc 600i synchron® access® clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 1.27ng/ml which repeated at 0.03ng/ml. When tested on a different instrument, this sample gave a result of 0.02ng/ml. Another sample was obtained from this patient and tested 6 hours after the initial sample and gave a result of "<0.01ng/ml" and upon repeat on a different instrument it gave a result of 0.02ng/ml. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Initial sample was collected in a li heparin pst tube and centrifuged for 10 minutes at 3500rpm. Qc was within specifications prior to the erroneous results. System check performed and was within specifications. A field service engineer (fse) was on-site in 2009: (a) fse performed volume checks, inspected pumps and seals, verified ultrasonics and all were within specifications. After inspecting sample in question, fse stated the sample was approximately 50% full with "a lot of fibrin" (b) system check and qc passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.